Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax video colonoscope ec38-i10cf2. In the event reported the user stated that there is a dot in the image. The anomaly was detected in the procedure room before use. There was no adverse event reported with this complaint. No additional information was provided.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.